Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not delivering all of the bolus and insulin pump received a no delivery alarm. Customer's blood glucose was 398 mg/dl and was 400 mg/dl at the time of call. Customer was assisted with performing a 5.0 unit fixed prime and insulin did exit. Customer was assisted twice and insulin exit both times. Customer was advised that infusion set may have been occluded. Customer reported that issue happened with sets from another box. Customer would be returning five infusion sets and five reservoirs.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.